Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and couldn't reproduce the problem. The tip clamps were replaced as a preventative measure.

Event description:
The instrument reportedly did not pipette sample/reagent and did not generate an error message. No death or serious injury was associated with this incident.